Manufacturer narrative:
D9: device returned to manufacturer. H6: code c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code d15 - the reported inability to deploy could not be independently confirmed; however, deployment difficulty was noted during evaluation. Deployment could not be completed with traction at the knob, and no cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the deployment difficulty could not be established with the available information, including device evaluation.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 7 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). It was found that the vsx device couldn't be deployed. Another vsx device was used to complete the procedure successfully.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.